Manufacturer narrative:
Conclusion: the device has been returned and it currently undergoing investigation. A follow up MDR will be submitted upon completion of this investigation.

Event description:
Physician felt a crunching feeling while loading penumbra ruby coil and noticed hypotube of the pusher was bent. The coil was taken out of the patient and discarded. A new coil was used, and no adverse events are associated with the incident.

Manufacturer narrative:
Results: the pusher assembly has three kinks in the hypotube located approximately 100.2, 119, and 18.2 cm from the proximal end of the hypotube. The coil is still attached to the pusher, but the coil appears to be stretched. The coil appears to have several kinks at the distal end. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the physician felt a crunch while loading the coil and bent the hypotube. Upon evaluation the coil appears to be damaged in the distal portion. The coil also appears to have been slightly stretched where the constraint ball is attached to the distal detachment tip. This damage is likely to occur during mishandling or improper usage. The crunch feeling described during the case was likely due to the damage noted in the investigation. The cause of this complaint could have been a user error as force applied exceeded the tensile strength of the material. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.